Manufacturer narrative:
(B)(4). Batch # p55f43. Device evaluation: the analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a prostatectomy procedure the device was used and it fired approximately 1/3 of the way and locked out. The procedure was completed by over-sewing with unknown suture. There were no patient consequences reported.